Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 306.3 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. There was distorted light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: "applicator has been used 5 times." No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the light from the sma connector was distorted, indicating a fracture within the fiber connector, likely leading to the reported failure to fire and weak aim beam. Additionally, the exposed glass tip had normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber during use or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was use in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga xl laser console with lithotripsy settings. During procedure, the aiming beam of the laser fiber was not seen and when the physician activated the laser, there was no impact on the kidney stone. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.